Event description:
On 20th january 2026, it was reported by an arthrex employee via email that for an ar-2324pslc, suture anchor, peek-swivelock® c, 4.75 x 19.1 mm, vented, that the surgeon informed him that the patient had a surgery (B)(6) months ago, however, the anchor had pulled out and was floating in the subacromion joint space as per photo and scan. The revision procedure was a rotator cuff repair procedure on (B)(6) 2026. The procedure was completed successfully as the surgeon removed the anchor and revised the procedure with a competitor's product. (B)(6) 2026 - the complaint initiator replied that it was noticed that the anchor had pulled out (B)(6) months after surgery when the patient did not do well. They complained about pain and the MRI scan found out that the implant was pulled out.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.